Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8780, serial# (B)(4), implanted: (B)(6) 2017, product type catheter.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving bupivacaine, 3.1 mg/ml concentration at 1.2 mg/day dose and morphine, 12.5 mg/ml concentration at 4.8 mg/day via intrathecal drug delivery pump for non-malignant pain. It was reported that actual reservoir volume (arv) was greater than expected reservoir volume (erv). Arv and erv were reported as "arv: 17.2" and "erv: 4.8". The hcp noted this was the first refill and patient stated that they were getting good therapy. The new drug information was bupivacaine, 8.1 mg/ml concentration at 2.83 mg/day dose and morphine, 15 mg/ml concentration at 5 mg/day. It was confirmed that bridge bolus calculation was .251 + .199 = 0.45 ml x 12.5 = 5.6 / 4.8 = 28h9m. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the actual reservoir volume was 28 and the expected reservoir volume was 16.3. The therapy was better now with patient activated (pa) dosing and the "patient went from q12 to q6." A refill was done under flouro on (B)(6) 2017.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8780, (B)(4), implanted: (B)(6)2017 explanted: product type catheter if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider. It was reported that the cause of the volume discrepancy was not determined. The pump was refilled without incident. The patient's weight was unknown. No further complications were anticipated/reported.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2017, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider. It was reported that the cause of the volume discrepancy was known, but the cause was not clarified. It was reported the patient would be monitored closely. The patient was not experiencing any symptoms related to the volume discrepancy. The volume discrepancy was noted to be resolved. No further complications were anticipated/reported.